Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The customer representative boot the pump and the display doesn't come on and came out a high-pitched alarm sounds. Pump doesn't start. The pinched conductors from the cpu to the solenoid driver board was located. Properly route cables, repaired damaged conductor. Verified for performance. The IV pole clutch assembly was not functioning and bushing was missing. Replaced the IV pole shaft collar and bushing. Perform all functional and safety tests to factory specifications. Pump was returned to the customer. A supplemental medwatch report will be submitted if new info becomes available. (B)(4).

Event description:
The customer reported that during routine check of the iabp, there was no display and the unit generated alarms when powered up. No pt was involved.